Manufacturer narrative:
H3 : product analysis found that visually, there was no significant damage to the packaging carton when returned. The carton contained a plastic bag with the tube in it. There was no damage noted in the construction of the device. The cuff had traces of residue (residue was yellowish in color), and there was a surgical tape wrapped around the tube when returned. Under the magnification, voids were noticed in trace pads. The continuity check was performed and electrically, resistance from end to end shall be less than 200 ohms and the actual measurements were, red (15.4 ohms), red with white stripe (18.2 ohms), blue (20.3 ohms), and blue with white stripe (15.2 ohms), which indicated that all electrodes were within specification. Functionally, the device was connected to the nim system for electrode check and functional test and both passed as soon as connected to the system. The tube was manipulated (stylet was used) where all four traces were bent and again resulted in passing the test. For further analysis the cuff was injected with 15cc of the air, and the cuff inflated/deflated with no issues. In the returned condition, there was no out of specification condition that was related to the complaint. B3 : date of event updated. H6: codes updated. Previously applied codes fdm b17, fdr c20 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during thyroidectomy open surgery, the tube did not give any response. The customer had 4 green checks, made visual control with laryngoscope and followed the instruction used for many years. There was a procedure extension of 30 minutes and was completed with backup product. There was no patient impact associated with the event.